Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to insufficient gel or gel bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of insufficient gel or gel bubbles. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel, and insufficient additive quantity. The following information was provided by the initial reporter. The customer stated: it is reported customer witnessed gel air bubbles and less quantity of gel. "Customer says that she has noticed that the gel is loose, the gel volume is less than other lot numbers and there are bubbles in the gel. She noticed this on (B)(6) 2021 and does have samples to return if needed. She said most tubes have the bubbles, and less gel content, but only a few have the loose gel in the bottom. She wants to know if there is a recall on this particular lot (1097822) and if there have been other reports of these issues.